Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received a questionable testosterone result for one patient sample. The initial result was 8.44 nmol/l. The repeat result was 0.673 nmol/l. The second repeat on (B)(6) 2015 was 0.623 nmol/l. Information concerning if any erroneous result was reported outside the laboratory or if the patient was adversely affected was requested, but was not provided. The reagent lot number was 183512. The expiration date was requested, but was not provided. A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. A general reagent or instrument issue was not suspected. Based upon the information provided, the most likely cause is a preanalytical issue.